Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion site change was performed and an additional occlusion alarm occurred. The customer's blood glucose level was 202 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A cartridge and infusion set change was performed and insulin deliveries were successfully resumed.